Event description:
It was reported by the patient that the lead "stopped working" and was capped about seven years ago. Follow-up with the physician's office revealed that the patient had been experiencing diaphragmatic stimulation from the right ventricular lead so the lead was inactivated by programming the device to an atrial-only pacing mode (aai.) It was later charted that the lead eroded out of the pocket. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.